Event description:
The user facility reported the unit's hose was leaking water onto the floor. The water leaked into the operator walkway and was cleaned using several towels. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the system 1e unit and identified that a hose band clamp on the a&b filter inlet connection had become loose. The loose connection resulted in water dripping onto the floor when the water supply to the unit was turned on. The steris technician tightened the connection, performed two test diagnostic cycles and determined the unit was operating to specification. No further issues have been reported.